Event description:
A talent stent graft device was successfully implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had pre-existing renal complications and other health issues. Aneurysm and vessel morphology were unremarkable. There were no complications at the time of implant and the patient was fine. It was reported to that the patient expired 2 days post implant due to renal complications. The physician commented that the stent graft was not an issue.

Manufacturer narrative:
(B) (4): evaluation results: death; pre-existing renal complications and other health issues. Conclusions: pre-existing renal complications and other health issues.